Manufacturer narrative:
The distributor's field service engineer (fse) was dispatched to evaluate the iabp unit. The issue was reproducible. The scroll compressor was replaced. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a system temperature is too high alarm. The iabp was replaced with another cardiosave. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: b4, b6, b7, g4, g7, g8, h2, h4, h6 (type of investigation), h10, h11 corrected field: d1, g1 (contact person ¿ mfg site).

Event description:
N/a